Event description:
It was reported that the issue involved the disposable warm liquid pipeline to warm the infusion fluid prior to anesthesia. During use, it was observed that the patient's blood had flowed back into the disposable warm liquid pipeline. The interface was checked again for any liquid dripping, but re-tightening the connection was ineffective. There was a patient involvement, no patient injury was reported.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.